Event description:
Medtronic received information that on the same day following the implant of this transcatheter bioprosthetic valve, after returning to the intensive care unit (ICU) room, a complete atrio-ventricular block (cavb) was confirmed. The day after the procedure, echocardiogram examination was performed due to an acute arterial occlusion in the right lower limb and arterial dissection in the puncture site of the right femoral artery. Per the physician, the occlusion and dissection at the access site were caused by the use of a perclose hemostasis device. Interposition and artificial blood vessel placement were performed one day after transcatheter aortic valve replacement (tavr). Leadless pacemaker implantation was performed for the cavb two days following the procedure. No additional adverse patient effects were reported. Additional information was received that the diameter of the access vessel was 4.5x5.3mm. It is unknown when the dissection occurred however it was most likely at the end of the procedure. The patient's narrow vessel diameter contributed to the dissection. Per the physician, the delivery catheter system (dcs) contributed to the occlusion and dissection.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.